Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019; information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported that patient cannot get her ins to charge. When she tries to connect the programmer (pp) with the ins. The pp doesn't connect with the ins because she gets the "same thing" on her screen. It was a screen with a question mark (to indicate poor communication). The issue started over the past few days. Patient did not have her equipment with her during the call so troubleshooting could not be performed. Patient reported she sees a screen with a plus sign and two "sun shines" on either side of the plus sign when attempting to charge with an ins recharger. It was reviewed that could be the reposition antenna screen. Patient successfully charged the ins about a week prior to the date of the report. Patient confirmed as well that she has already tried repositioning the antenna on the ins, but was not able to resolve the issue. Pp doesn't connect with the ins because she gets the "same thing" on her screen. Patient was redirected to their hcp for further assistance. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient saw their hcp and manufacturer's representative and their implant was not charging. A trickle charge was performed. Patient did not know how to tell how much it was charged. Patient was seeing por message. It was unable to be cleared. Patient was redirected to their hcp to clear por. Patient reported seeing warning por on both devices when connecting.